Manufacturer narrative:
(B)(4). Batch # m53j0v. Additional information received: the transection was complete in one firing; as the device is a contour, what do you mean by ¿where within the green firing range/compression was the device fired?¿ it means it did not staple at the distal segment how far from anal verge was the device fired? 4cm the condition of the tissue was good, without dropsy or anything; what was the specific reason for the surgeon to create the fistula? It was so close to the anal verge; the fistula will be permanent. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a radical resection of rectal carcinoma procedure, after firing, the lateral end of the tissue was not anastomosed. The surgeon had to make a fistula. The patient is in stable condition now.